Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received excessive no delivery alarms. Customer reported that several infusion sets did no go in. Customer removed battery and site. Customer was able to resolve no delivery alarm with a complete set change. Customer's blood glucose reading was not reported, however, customer declined high blood glucose troubleshooting. The insulin pump will not be returned for analysis.